Manufacturer narrative:
Hamilton medical ag comes to the conclusion: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: tf 231008 o2 valve leak. Selftest at start up not successful.